Event description:
It was reported that during a ptca procedure, resistance was encountered when the guide wire was being removed from the patient. The guide wire was maneuvered and was removed; however, the guide wire separated near the tip. A snare device was used to retrieve the separated portion of the guide wire.